Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®; active ingredient(s) ¿ triclosan; dosage form ¿ suture/solid/parenteral; strength ¿ = 2360 g/m. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? What is the surgeon¿s experience using stratafix suture? For stratafix symmetric: was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? For stratafix symmetric: were two reverse stitches performed across the incision prior to closure? For stratafix spiral: was the fixation loop secured to tissue at the initiation of suture use during the index procedure? For stratafix spiral: was at least one reverse stitch performed prior to closure? What is the physician¿s opinion as to the etiology of or contributing factors to this event? On what tissue was the suture used/location of suture placement? What tissue dehisced? Size of dehiscence? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Onset date/time of dehiscence? (# post op days). How was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Please describe the appearance of the suture during the second procedure. Were there any precipitating stress factors for the sutures untying, breakage or pulling out of the tissue? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement and during any re operation? Are there sterile samples from the reported finished goods lot available for testing? Did the patient have any pre-existing health issues that could contribute to healing issues which could have contributed to the event? For example, medications, past reactions or allergies, weight, age, diabetes, obesity, etc? Did the patient fall or injury themselves in a way that may have affected the surgical area? Was the patient compliant with post-op instructions? What is the patient¿s current health status and condition? This medwatch report is in response to receipt of a user facility medwatch # mw5111555.

Event description:
It was reported that a patient underwent a spinal procedure on an unknown date and barbed suture was used. Post operatively, wound dehiscence occurred which required the patient to return to surgery. The device is not available for return. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device history lot ==> a manufacturing record evaluation was performed for the finished device scmqzk / sxpp1a44208 batch number, and no non-conformances were identified.